Event description:
The customer reported a ventilator experienced a proximal pressure sensor autozero failure message at unit start up. The customer reported the device issue was found at start up during device set up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the reported issue was not able to be duplicated but was verified in the event log via the 110a error indicating the proximal pressure sensor failure. The rse advised the customer to check connections at data acquisition (da) - motor controller (mc) cable and replace solenoid 3 and 4. Additionally, the rse advised the customer to perform a run in while occasionally cycling power on/off. If problem persists, the customer was advised to replace the da printed circuit board assembly (pcba) and provided the part numbers. Further information regarding the repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
The customer reported that replacing the data acquisition (da) printed circuit board assembly (pcba) resolved the issue, unit was tested and returned to service.